Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported rupture diagnosed by ultrasound. The device has been explanted and replaced with non-allergan devices. This record relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: creases are observed. Wear abrasion is observed. Missing shell assessed as inconclusive.

Event description:
Explanting physician reported rupture diagnosed by ultrasound. The device has been explanted and replaced with non-allergan devices. This record relates to the left side.